Manufacturer narrative:
The field service engineer (fse) found fluidics failure. The fse found the sipper probe dripping. The fse replaced the measuring cell and a bent mixing paddle. The fse adjusted the photomultiplier tube, performed a performance test, and performed blank cell calibration. The customer ran calibration and qc that was acceptable. The fse determined the system was performing to manufacturers specifications. The investigation determined that on (B)(6) 2019 the qc for troponin t and probnp was not acceptable. The investigation determined that on (B)(6) 2019 the qc for pct was acceptable but was not run on (B)(6) 2019. The investigation determined that qc should be run once every 24 hours. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable elecsys probnp ii immunoassay, elecsys troponin t gen. 5 stat assay, and elecsys brahms pct results for multiple patients tested on a cobas e 411 immunoassay analyzer. Of the data provided, there were discrepant probnp results for 10 patients, discrepant troponin t results for 15 patients, discrepant pct results for 2 patients, and discrepant troponin t and probnp results for 1 patient. The initial results were reported outside of the laboratory. The qc was later found to be unacceptable and the customer repeated the patient samples on a different e 411. The repeat results were deemed to be correct. The probnp reagent lot number was 37537605 with an expiration date of 30-apr-2020. The pct reagent lot number was 38313901 with an expiration date of 31-may-2020. The troponin t reagent lot number was 38154201 with an expiration date of 31-may-2020.